Event description:
Boston scientific received information that this patient had undergone an endoscopy and was now experiencing high rate pacing. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested programmed off the minute ventilation (mv) feature. Attempts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.